Manufacturer narrative:
(B)(4). The device trained customer reported the suspect user interface module (uim) is available for analysis but has not requested an return good authorization (rga) or onsite service repair. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported that the user interface module (uim) on this avea ventilator was unresponsive to touch commands while in patient use . The customer stated that the patient was placed on an alternate ventilator and no patient harm was reported. The device trained customer also stated that the display is blank now and only the leds are lit on the membrane panel.